Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her blood glucose level was 28 mg/dl. The customer treated her blood glucose level with 17 carbohydrates and it still gave her 0.3 units of insulin. However the customer should have not received any insulin. The device was not returned.